Manufacturer narrative:
The manufacturer received information alleging a ventilator service required condition occurred immediately after turning on the device in order to perform a run test on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed on the trilogy evo o2 device. The manufacturer¿s service technician observed an error code for a low oxygen pressure railed in the device¿s event log. The manufacturer¿s service technician alleges the oxygen pressure sensor led to the issue to occur on the device. The manufacturer¿s service technician replaced the device¿s obm sub-assembly, which includes the oxygen pressure sensor to address this issue. After replacing the part on the device, the manufacturer¿s service technician performed a final and run-in tests, along with the battery and valve checks for this device. The manufacturer¿s service technician determined the device was operational and cleaned the device.

Event description:
The manufacturer received information alleging a ventilator service required condition occurred immediately after turning on the device in order to perform a run test on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.